Event description:
Device report from synthes europe, reports an event in (B)(6) as follows: breakage of a tensioning mechanism before surgery. No patient harm was found. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and therefore not implanted. Subject device has been received, evaluation has not begun and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development evaluation was completed: the visible investigation identified no damages at the instrument. The handling test with 3 implants, on a bone model did not show any functional or performance issue with the device. All three implants could be tensioned and cut with the instrument as per the design intent. During the visual inspection of the device it was found that there is some discoloration on the device gripper component. This discoloration did not have any influence on the instrument performance as stated in the complaint description. The instrument is functional as per the design intent. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.